Event description:
Customer reported weak signal alerts leading to a change sensor alert. Calibration error alerts were found in the sensor history. The blood glucose reading was 295 mg/dl. Customer treated with a bolus. Customer stated that the sensor gave a reading of 55 mg/dl and customer treated with food and did not check the blood glucose because she felt low. She stated she thought the high blood glucose was due to over treating for the low. She also reported receiving a threshold suspend alarm when she felt low. The change sensor alert occurred after the initialization period and after a second calibration error alert. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.